Event description:
Reportedly, while in use on a pt the ventilator gave device alert and shut down. The nurse turned the power back on and it started ventilating. About an hour later, this ventilator shut down with device alert again and it was turned back on by the nurse. The pt was then switched to another ventilator. The ventilator was running by ac power at the time of the reported incident. Please note that there was no serious pt injury in this case.